Event description:
During appendectomy- skin stapler allowed staples to pop out of skin easily, requiring another stapler to be used. Normal skin stapler is on back-order and temporary replacement product provided that failed is: (B)(4) stapler 35 skin fixed head reg ethicon endo-surgery stapler ref # pmr 35. Supplier (B)(4) lot # 116c83. After cleaning blood from the abdomen, 3 staples popped out of the incisions requiring replacement staples and placing bandaids on the wounds. The skin stapler was disposed of post surgery.